Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "capsulectomy". Later healthcare professional reported "periprosthetic capsular contracture with capsulectomy and implant exchange and revision of periareolar mastopexy". This record is for the left side. Device was explanted.